Manufacturer narrative:
An eval of this failure mode from the design failure modes and effects analysis of this product, that the use of the product in a manner likely to cause adverse health consequence is improbable and that no complaints documenting deaths or serious injuries have been received. The root cause of this complaint cannot be identified, since the device was not returned.

Event description:
The customer contacted nephron pharmaceuticals corporation regarding a product complaint on (B)(4) 2013. The customer reported that the ez breathe atomizer did not produce a mist to alleviate the pt's asthma exacerbations. The pt is a (B)(6) year old female with a past medical history that is significant for asthma. She adds that she does not smoke.